Manufacturer narrative:
Device evaluated by manufacturer and h6. Health effects, and evaluation codes: updated. Email is: (B)(6). One device was received. Per visual inspection, used. Not in its original packaging. Decontaminated. Good condition. Per event history/error log review, no evidence to review. Per functional testing, powered up the device found continuous alarmed error code 45983. The complaint was confirmed. The most probable cause is due to inoperable main board. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced main board, usb ground plate, pogo pins, spring contact, optic switch, keypad, overlay gray, side label and rear label. The device passed all functional and delivery tests.

Event description:
Additional information received via email. The product fault did not occur while in use with the patient. There was no patient injury.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the screen was red. Beeping with numbers 45983 displayed horizontally at the center and numbers 0004 displayed vertically on the right side. Patient involvement unknown.